Manufacturer narrative:
Initial reporter:(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported prior to use that the cardiosave intra-aortic balloon pump (iabp) had a power-up test fail # 14. No patient involvement. No harm is reported. The fse reported that they replaced the compressor, vacuum muffler filters and pressure muffler filter. Product passed all functional and safety tests per manufacturer specifications. Returned to the customer and cleared for customer use.